Event description:
It was reported that the lead was removed due to high pacing impedance. Intermittent capture was also reported. No noise was observed on the ventricular channel, and hv therapy was not delivered. When the physician opened the pocket, the suture was not around the groove in the suture sleeve. The lead was laser extracted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.